Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of depression ('depressive syndrome') and fatigue ('fatigue') in a 38-year-old female patient who had essure (batch no. C38219) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced depression (seriousness criteria medically significant and intervention required) and fatigue (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the depression and fatigue outcome was unknown. The reporter provided no causality assessment for depression and fatigue with essure. The reporter commented: the patient went for consultation on (B)(6) 2019 and requested of essure explantation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of depression ('depressive syndrome') and fatigue ('fatigue') in a 38-year-old female patient who had essure (batch no. C38219) inserted. The patient's concurrent conditions included uterine scar, hepatitis c and depressive disorder. On (B)(6) 2014, the patient had essure inserted. In 2018, the patient experienced depression (seriousness criteria medically significant and intervention required) and fatigue (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the depression and fatigue outcome was unknown. The reporter provided no causality assessment for depression and fatigue with essure. The reporter commented: the patient went for consultation on 08/mar/19 and requested of essure explantation. Primary reason for removal: fatigue and depressive syndrome (events). Unknow outcome of events post removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire received. Onset date or events, medical history, reason for removal added. On (B)(6) 2019: translation quality control (qc) form (processed with fu2) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of depression ('depressive syndrome') and fatigue ('fatigue') in a (B)(6) female patient who had essure (batch no. C38219) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced depression (seriousness criteria medically significant and intervention required) and fatigue (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the depression and fatigue outcome was unknown. The reporter provided no causality assessment for depression and fatigue with essure. The reporter commented: the patient went for consultation on (B)(6) 2019 and requested of essure explantation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.